Event description:
It was reported that the balloon broke. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon and blade component was broken. The detached component could not be snared, and the patient was sent for coronary artery bypass graft (CABG) surgery. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported.

Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported.

Event description:
It was reported that the balloon broke. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon and blade component was broken. The detached component could not be snared, and the patient was sent for coronary artery bypass graft (CABG) surgery. No complications were reported, and patient was stable post procedure. It was further reported that the physician chose the quarter downgrade size wolverine. Upon first inflation, it was noted that that the balloon ruptured at 16atm. When the device was removed, the blade and the polymer was broken.